Event description:
It was reported the when using the capio device, it did not line up properly with the needle, and the needle was severed off the suture while it was inside the patient. The needle is so small that it is lost inside the patient.

Manufacturer narrative:
(B)(4). The device history record of batch number 74j1802891 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. A nonconformance was issued for another condition that is not related to the failure mode reported. DHR shows that the product was assembled & inspected according to our specifications. An attempt to duplicate the failure mode was not made due at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. No corrective action can be implemented due to the lack of product sample and to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause.

Manufacturer narrative:
(B)(4). A device history record review was issued for the following lot numbers: the lot number 74l1601274 & 74b1801897 belongs to the product number 833-123 and lot number 74k1602886 belongs to the product number 833-213lp. For batches 74l1601274 and 74k1602886 no issues or discrepancies were found that can be related to the failure mode reported in the customer complaint. For lot number 74b1801897, a nonconformance was issued for another condition that is not related to the failure mode reported. An attempt to duplicate the failure mode was not made due at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. No corrective action can be implemented due to the lack of product sample and to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause.

Event description:
It was reported the when using the capio device, it did not line up properly with the needle, and the needle was severed off the suture while it was inside the patient. The needle is so small that it is lost inside the patient.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported the when using the capio device, it did not line up properly with the needle, and the needle was severed off the suture while it was inside the patient. The needle is so small that it is lost inside the patient.